Event description:
Patient is on bipap. The bipap screen went black and alarm stated vent inop. Bipap switched out and immediately taken to biomed. Biomed investigated device and discovered overpressure code (diagnostic code 1009: high pressure vio).